Event description:
It was reported that a patient had peritonitis, which was caused by a break in aseptic technique. The break was described as a mistake/touch contamination during peritoneal dialysis (pd) therapy. On the same day as the on set, the patient was hospitalized for the peritonitis. The pd therapy was discontinued and the patient was transferred to in-center hemodialysis for one month. The treatment was not reported. Nineteen days after the hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis, however, it was not reported if the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.